Event description:
While using a clip sling (maa4000m) on a maxi move lift, the resident had a violent leg spasm, and his knee hit the leg clip causing it to detach. These straps were not criss-crossed. The resident slipped out of the sling and fell on the floor and sustained a minor injury (bruising). There was no equipment malfunction.

Manufacturer narrative:
No UDI information is available; the serial number of device is unknown. The investigation is pending as some information are gathered, once it is completed a final report will be submitted.

Manufacturer narrative:
The investigation is pending as some information are gathered, once it is completed a final report will be submitted.

Event description:
Resident was being transferred using a clip sling on a maxi move lift. During the transfer (in the middle), the resident had violent leg spasm and his knee hit the clip, causing the clip to detach from the spreader bar. Straps were connected directly on each side and not criss-crossed. The resident fell to the floor with minor injuries (bruising only). There were not caregiver injuries. The resident showed bruising and was then taken to the hospital as a precaution. The hospital determined there were no other injuries and released the resident back to clinton manor living center. There was no equipment malfunction.

Manufacturer narrative:
Based on the available information, it has been determined, that the most probable root cause of the incident could be related with the selected method of sling application for patient with spasm and sudden patient movement. Maxi move instruction for use recommends using the crossed leg clips method for patients who are prone to kick: "if the resident is prone to kicking off the leg clip the crossed attachment of the leg clips shall be applied, which will prohibit the clip from being kicked off". Maxi move IFU warns that: "patients with spasms can be lifted, but great care should be taken to support the patient's legs to prevent fall risk and injuries." Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was performing as intended. No malfunction was found during the device evaluation.